Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Upon retracting the sheath from the patient's groin, the sheath came completely apart into two pieces. A cut down was performed to remove the broken device portion. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdraw the sheath and dilator as a unit.¿ based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Upon retracting the sheath from the patient's groin, the sheath came completely apart into two pieces. A cut down was performed to remove the broken device portion. The patient is in stable condition.